Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, approximately eight months post implant, they experienced loss of consciousness, fluid overload and respiratory arrest, which was treated with non-invasive ventilation bi-level positive airway pressure (bipap). The patient also reported that they were taken to the catheter laboratory for a procedure and had an echocardiogram. They further reported that their leadless implantable pulse generator (ipg), "was not working so good," and it, "needs to be re-adjusted," and that, "during exertion it would go down, not up." The leadless ipg remains in use. No further patient complications have been reported as a result of this event.